Event description:
Med care required; my daughter had been using bd safestep 22gx0.75in port needle assembled in (B)(4) and sterilized using irradiation since her port was placed in (B)(6) 2015. On (B)(6) 2021 she received the bd safestep 22gx0.75in port needle assembled in (B)(4) and sterilized using ethylene oxide. (Both products have the same reference number of lh-0029) my daughter complains of the later needles feeling itchy inside. She is unable to stay accessed more than 1.5-2 days. Most recently, when she pulled the access, she had an open wound underneath the needle. I have filed complaints with bd, and they have dismissed my complaints as being a discomfort, but not a production issue. My daughter has a medical condition that makes her sensitive to chemicals. Her care team believe the ethylene oxide may be causing her issues. Bd offers no other port needle that is not sterilized with this chemical. It is frustrating as a parent and caregiver, I was trained to do her chest port access, to have no viable alternative. Plus, I feel like we are placing her at risk of infection if we use these needles which are causing open wounds to develop underneath. The medical supply company we work with has not been able to obtain any "old" stock from another source. I thought maybe you would have additional resources to help us, since the manufacturer has not been helpful. FDA safety report ID# (B)(4).